Manufacturer narrative:
H4: lot manufactured from october 26, 2022 - october 28, 2022. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. The blue winged cap was tightened completely. This issue was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.